Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic kidney surgery. According to the reporter: the device cut properly. When the nurse was cleaning the stain inside of the device using a clamp, a part of the device came off and fell on the surgical table. Another device was used to complete the procedure. Oozing occurred. No tissue was damaged. Operative time was extended more than 30 minutes.